Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the foreign body observed by surgeon in patient¿s eye post operatively. The foreign body was removed. An intraocular antibiotic was injected. The patient developed intraocular infection. The patient¿s current condition is unknown.

Manufacturer narrative:
The customer did not retain the product lot information for this custom pak, therefore the device history records traceable to the reported procedure pack could not be reviewed. The customer reported that foreign material was present in the eye of their patient post operation. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, the customer should provide with a photo of the reported foreign material in order to help with the investigation of the issue. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Custom paks are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material and hair. An action plan is in place to improve debris containment in the custom pak manufacturing environment to prevent recurrence. Complaints are continuously monitored to identify product and/or process areas where debris and hair is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper ppe and maintaining clean work areas. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).